Event description:
On (B)(6) 2012, the patient contacted animas to report several loss of prime warnings he had been receiving with the subject pump for past 2-3 days. The patient mentioned on one occasion while attempting to prime the pump he obtained a call service alarm. At the time of the call, the patient mentioned he had been obtaining elevated blood glucose (bg) readings since obtaining the loss of prime warnings. The patient claimed his bg's have gone as high as the 400's mg/dl. The patient reported he did not feel well with the high bg's and stated he was 'bloated' and his eye sight was affected by the higher bg's. At the time of the call, the patient reported his bg was 211 mg/dl. At the time of troubleshooting, animas customer support asked the patient to change the tubing. The patient discovered that the insulin had 'jelled' inside the tubing and cartridge. The patient informed customer support that he changed out his cartridge 2-3 days prior and had noticed the insulin (apidra) he inserted into the cartridge was cloudy in appearance, but used it anyways. The patient was advised by customer support to change out site/set and cartridge along with using new insulin. This complaint is being reported because the patient developed signs/symptoms suggestive of hyperglycemia while on insulin pump therapy. Based on the information provided, the patient's alleged hyperglycemia can be attributed to abnormal use since the patient knowingly filled the cartridge with cloudy insulin.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up # 1 submitted (B)(4) 2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: the pump information for the complaint date has been overwritten due to continued use: unable to duplicate the complaint. Review of the available black box and alarm history shows no errors or alarms associated with the complaint. Daily insulin delivery totals were found to correctly reflect the user's programmed basal rates. The pump was tested on a 29 hour flow test; the pump passed and was found to be delivering accurately and within the required specification. A force sensor calibration test showed the pump is not detecting the correct force . The force sensor resistance was found to be in specification.